Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an out of range shocking impedance measurement. The patient has been unable to come to the clinic for evaluation of the issue due to other medical problems. There were no adverse patient effects reported.

Manufacturer narrative:
All available information indicates the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
Additional information was received that this lead has been surgically abandoned. There were no additional adverse patient effects reported.

Manufacturer narrative:
--